Event description:
It was reported that an ilet user experienced recurrent hypoglycemia described as ¿death wobble,¿ with the system driving glucose to approximately 70 mg/dl too frequently, prompting the user to suspend insulin delivery until stabilization and to consume fast-acting carbohydrates and snacks; the user also reported reduced hypoglycemia awareness and concern that correction dosing was excessive and delayed, and requested the ability to set individualized glucose targets and report carb intake to account for active insulin. Symptoms included hypoglycemia and diminished awareness of lows. Outcomes included self-treatment with oral glucose and user-initiated pump suspension without hospitalization. Troubleshooting and education were completed. Investigation included complaint intake review and assessment of device behavior based on user report. Investigation of this case revealed user-reported algorithm instability with perceived over-delivery of insulin during lows and corrections, without evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.